Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was implanted in the atrium but when slack was added, the lead dislodged. Upon retraction of the lead helix and repositioning of the lead, the lead helix would not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.